Manufacturer narrative:
The clinical observation cannot be confirmed because the location of the lead is unknown. On 6/2/08 and 6/9/08, letters were sent to the physician requesting the lead be returned to the manufacturer for analysis, plus any additional event and patient information. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature.

Event description:
On may 27, 2008, the customer reported this atrial lead was explanted on (B) (6) 2007, due to high thresholds. The report received states the patient had syncope and severely elevated ventricular pacing thresholds. The lack of capture was believed to be the cause of the syncope. The report notes the atrial threshold varied and was at times quite high; however, the impedances were normal. The report further states the patient might have exit block and require lead revision. Both leads were non steroid eluting leads. Patient also complained of a keloid formation at the pacemaker incision site which was quite uncomfortable and caused him chronic pain. Per the physician's report, he now presents for elective pocket revision and lead revision. The device was actively implanted for approximately 7 months.